Manufacturer narrative:
(B)(4). Batch #iyzd20244. The device was returned with the upper jaw detached not returned and with the top of the I-blade upper tip broken off not returned. In addition, the device was received with the cable cut off. Due to the returned condition of the device, no functional or mechanical testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during a laparoscopic colectomy procedure, the doctor was using the device and activating it on thick diseased tissue and was moving quickly and not listening to the impedance tones. When doing this the device end effector broke off into the patient. We were able to retrieve the broken tip and the device and tip will be sent back for analysis. Another like device was used to complete the procedure. There were no adverse consequences for the patient.